Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check was performed with tandem technical support (tts) and no issues were identified. Customer successfully reloaded the cartridge and resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.